Manufacturer narrative:
An event of device markings/labelling problem was reported. The device was returned to abbott for investigation and confirmed the device to measure as 21mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. The reported issue was determined to be a potential product quality issue. Therefore, exception (issue) has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm sjm masters series hemodynamic plus valve was chosen for a procedure. During procedure, after the measurements were made and decided to use the 27mm. When the valve whose box and gelatin were not opened, was taken out of the box, they noticed that it was smaller than the normal 27 mm valve. They measured it and realized that it was a 21 mm valve and checked the valve box. After checking, they noticed that there was another barcode inside. A new 27mm sjm masters series hemodynamic plus valve was chosen and completed the procedure. The patient was reported stable and discharged. No additional information was provided.